Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed there there were no image and a connection problem. The most probable cause of this complaint was traced to component failure (integrated circuit chip failure) due to electrical/electronic component problem identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchvidescope exhibited an unspecified communication error. The issue occurred during inspection for use for an unspecified procedure. There was no patient harm reported.